Manufacturer narrative:
Upon receipt and evaluation of the incident device, a follow up report will be submitted.

Event description:
"Product (clip applier) failed to ligate vessel completely. Attempts to contact sales rep repeatedly ignored. Prolonged surgical time under anesthesia to acquire working clip applier."